Event description:
At 4 months from the primary, the patient came in reporting pain and instability due to a leg length discrepancy and the cause is unknown. The surgeon revised the head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 aug 2024. Lot 2336691: (B)(4) items manufactured and released on 05-oct-2023. Expiration date: 2028-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.